Event description:
Opticross 6 hd catheter used for intracoronary ivus (intravascular untrasound). Catheter prepped as instructed, image tested initially fine. Soon after images were not able to be captured. Catheter with same lot number used without difficulty. Lot number of affected catheter is 35758548. One other catheter with same lot number on shelf, pulled and will contact rep.